Event description:
Ous MDR - after an implantation time of approximately 45 months, this rv lead was capped due to oversensing.

Manufacturer narrative:
Till today, the medical product has not been provided for analysis and could therefore not be examined itself. The analysis is therefore based on the review of the production documents and the analysis of the provided data. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. The available data showed an impedance trend from (B)(6) 2017 to (B)(6) 2018 at around 500 ohm with an intermittent drop to <200 ohm in (B)(6) 2018. The available iegms confirmed the artifacts mentioned in the complaint text, which have led to the inadequate vf detection. Based on the existing x-ray images, an interaction with the partner electrode cannot be ruled out. Despite the available information, the cause of the defect can, however, not be conclusively determined because this would require an examination of the lead itself.